Event description:
Technician alleged that the right head side rail will not stay in the up position. No impact noted.

Manufacturer narrative:
Technician found the right head side rail locking pin fell off of the side rail assembly. The technician replaced the side rail locking pin to resolve the issue.